Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 13.5-13.8cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.